Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the batter would not power on a monitor. The cause of the inability to power a monitor is a low output voltage. The cause of the low output voltage is a loose solder connection on the pad of p4. The root cause of the damaged connection cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report faults on the battery pack. The pt was issued a replacement battery pack.